Event description:
According to the available information, the patient states that he has not been able to ejaculate and has lost some sensation in his penis since he has had the titan inflatable penile implant. The patient has had a stoke and his ed progressed after that to the point where no medication therapy was effective. He stated that despite this, when he did achieve an erection, he was able to ejaculate and had sensation. So, the fact that he has lost sensation and cannot ejaculate since the procedure has caused him great concern.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.